Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to (B)(4). During the investigation, (B)(4) found that there were a break on the bending tube, broken fibers and a leak from the bending section. The water leak point corresponds with the break point on the bending tube. The subject device was last serviced on april 13, 2017 due to leak from the bending rubber. The manufacturing record of the subject device was reviewed with no irregularity. Omsc conducted the field corrective action for the reported phenomenon. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was used for laser lithotripsy and when the scope was inserted into the tip of the penis, the user noticed a large amount of broken fibers. The subject device was withdrawn and replaced with another device of the same model and the procedure was completed. The subject device was reportedly checked prior to use. There was no patient injury reported.